Event description:
The surgeon inserted an aa4204vf silicone plate lens and lens tore upon insertion.the lens was removed without enlarging the incision and no sutures were required.another lens was implanted.there was no patient injury.

Manufacturer narrative:
Evaluation codes. Results - (other): visual inspection of the returned product showed the part of a haptic had been torn. There was evidence of a clear surgical residue. Conclusion - (conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.